Event description:
According to the facility, on (B)(6) 2025, "tube feed bag was connected to g -tube. It was leaking not long after connection and when disconnected it was noticed to have cracked and melted into the g - tube, causing a patient to have to receive intervention and his g -tube emergently replaced. Per the facility, "bits of plastic that cracked off from tube feed connector" got inside the patient. "Patient is doing well."

Manufacturer narrative:
According to the facility, on (B)(6) 2025, "tube feed bag was connected to g -tube. It was leaking not long after connection and when disconnected it was noticed to have cracked and melted into the g - tube, causing a patient to have to receive intervention and his g -tube emergently replaced. Per the facility, "bits of plastic that cracked off from tube feed connector" got inside the patient. "Patient is doing well." It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.